Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported to olympus the visera elite video system center had no image. The customer also stated it looks like a pin is bent. There was no report of patient harm or injuries.

Event description:
The procedure was completed with a manual scope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Sections b5 was corrected with information inadvertently left out of the initial report, and additional information provided for e2 and e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. It is possible that if the tip of the connector of the endoscope side was chipped, it would be caught by the terminal of the video connector socket when it is inserted to the processor with a foreign material adhered to the tip. Also, if the endoscope was further inserted while it was being caught by the terminal, the terminal may have been pushed further to the end and would be bent. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Confirm that the electrical contacts inside the video connector socket of this instrument are not damaged. Confirm that the video connectors of the videoscope / camera head are not damaged.¿ olympus will continue to monitor field performance for this device.